Event description:
Left hip abscess drainage procedure with CT guidance. After gaining access to the abscess with a 21 ga needle an .018 guidewire was advanced and the needle was exchanged for a coaxial introducer. Upon advancing the introducer the distal tip of the wire broke off in the area of the abscess in the left hip. Plan was made to perform I&d to remove retained piece of guidewire. However, pt, who was non-compliant elected to leave ama.